Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported by affiliate via phone that during an arthroscopic surgery shoulder, when connecting a vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece to the generator, it did not function at all. Another device was used to complete procedure. No surgical delay or patient consequences reported. No additional information could be provided. The complaint device was received and evaluated. Visual inspections revealed no visual damages, no saline residues were observed, was tested and presented failures on both modes. Device was sent to supplier for further evaluation. Supplier evaluation result for vapr s90 4.0mm w/integr hdp: device was not returned in the original packaging, the distal tip shows no obvious signs of use, residue in suction tube, no visible damage to handle, cable or plug. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active-return), as a result active continuity test fail, the remaining test passed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity, some measurements zones were performed: plug to proximal end of crimp as result pass, across electrical crimp as result fail, distal end of crimp to active tip as result pass. The device was functional testing using vaprvue generator (gml4808/2), the test included different values as a setting and the activation in ablate and coagulation failed. Supplier summary: the customer claimed that the device ¿does not function¿. The investigation confirmed this to be the case. A break in continuity across the electrical crimp was discovered to be the fault. Even after an extended 3-minute activation period the device did not function. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. A CAPA investigation (B)(4) was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. A manufacturing record evaluation was performed for the finished device [u1904059] number, and no non-conformance's were identified. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by affiliate in (B)(6) that during an arthroscopic surgery shoulder, when connecting a vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece to the generator, it did not function at all. Another device was used to complete procedure. During in-house engineering evaluation, it was determined that there was a break in continuity across the electrical crimp on the device; thus, failing electrical test on active continuity parameter. No surgical delay or patient consequences reported. No additional information could be provided.